Event description:
Surgeon's office reports a pt experienced endophthalmitis 5 days after iol implant surgery. The organism was idetntified as staph. Epi. And the pt has been referred to a vitro-retinal specialist.